Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30954055l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a cardiac tamponade requiring pericardiocentesis but ultimately passed away. It was reported that they just received a call from the physician stating that the patient had a cardiac tamponade and died on (B)(6) 2023. The bwi representative stated that the physician stated that the patient was in holding and they had woken up from anesthesia and no pain was reported. The physician noticed a low blood pressure, they checked and confirmed that there was a cardiac tamponade. The patient was then transferred to durham main campus where they later died. The caller does not know what type of procedure was used to confirm the cardiac tamponade. The physician stated that they went from (B)(6) and they have been there with the patient since 1:00 am. Ablation data was also not available at the time of the call. The bwi representative confirmed that they had performed a "pvi, cti, and roof line". (Pulmonary vein isolation - pvi; cavotricuspid ishmus-cti). Product details not known as packaging was discarded. The adverse event occurred on (B)(6) 2023. It was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that physician is unsure. Physician mentioned no high force was observed except on the roof in the la for a brief moment mid way through the case. He does not believe that was the cause. Physician is unsure as he did complete an ice (intracardiac echocardiography) sweep and did not notice an effusion. Pericardiocentesis was done. Outcome of the adverse event was death. Patient passed away once transported to (B)(6) hospital the same night. Relevant tests/laboratory data-none. Other relevant history- none smartablate generator ; s/n - (B)(6) was used. Physician is unsure what the cause of death was. A final ice sweep revealed no effusion. Patient was a little hypotensive according to the physician after the patient woke up from anesthesia. The patient later coded after being in holding post procedure. The patient was then transferred from a (B)(6) hospital to (B)(6) hospital where she passed away. Pericardial synthesis was performed while in holding at (B)(6). Patient was transferred in case she needed open heart surgery. No effusion was noticed during or post procedure. No evidence of steam pop. The event occurred post procedure. Irrigated catheter was used in the event, the flow setting was high flow - 15ml at any wattage; low flow - 2ml. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used max distance change - 2 mm ; minimum time - 3 seconds; force over time - 30%; tag size - 3 mm. Respiration adjustment was checked .color options used prospectively was impedance 0-10 ohms custom. Additional information- as per sterilmed request, the procedure was successfully completed. Action taken when event occurred, was that the physician performed a pericardial synthesis while the patient was in holding approximately 20 minutes after being removed from the ep lab. All deaths were bwi. FDA approved ¿ ce mark devices are involved are reportable.